Event description:
It was reported that a patient underwent an ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath¿s. For carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small with lot number 00002403, there was a liquid accumulation on the hemostatic valve. Visually confirmed immediately after opening the package. To complete the procedure, the sterile bag was closed and sealed immediately and replaced. For carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small with lot number 00002404, liquid was splashed on the hemostatic valve and on the fixation table in the sterile bag. Visually confirmed immediately after opening the package. To complete the procedure, the product was judged to have no usability problems and continued to be used. Carto vizigo¿ 8.5f bi-directional guiding sheath - small was discarded due to blood adherence and other details were unknown. The procedure proceeded successfully and was completed without patient's consequence. Additional information was received. Nothing broken or separated. The brim cap / hub was not detached from the sheath. The sheaths were not used on the patient. The liquid on the hemostatic valves and on the fixation table in the sterile bag were assessed as MDR reportable malfunctions for both of these sheaths.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-02654 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath - small) . (2) MFR for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath - small). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath. Liquid was splashed on the hemostatic valve and on the fixation table in the sterile bag. Visually confirmed immediately after opening the package. The picture evaluation completion was on (B)(6) 2023. A picture was received for evaluation following biosense webster's procedures. According to the pictures provided by the customer, an oil-like material was observed adhered to the top of the fixed paper of the package. Based on the preliminary investigation performed, it was confirmed that the ¿liquid¿ reported by the customer could be related to the silicon coating applied to the hemostatic valve surface. This silicone coating is accidentally migrating to the film section of the pouch due to the quantity applied; since it was found where the hemostatic valve is placed inside the packaging. A device history record review was performed for the finished device, and no internal actions related to the complaint were found during the review. The customer complaint was confirmed based on the picture received. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to address the root cause and corrective actions taken by the supplier manufacturer. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause traced to manufacturing (d03) were selected as related to the picture provided. -investigation findings: inappropriate material (c0602) / investigation conclusions: cause traced to manufacturing (d03) / component code: packaging (g04094) were selected as related to the customer¿s reported ¿liquid was splashed on the hemostatic valve and on the fixation table in the sterile bag¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) were selected as related to the customer¿s reported ¿liquid was splashed on the hemostatic valve and on the fixation table in the sterile bag¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).